Event description:
It was reported that during a da vinci s surgical procedure, the console surgeon experienced difficulty while opening and closing the jaws of the double fenestrated bipolar forceps instrument during the middle of the procedure. The scrub nurse removed the instrument for inspection and found that the string of the instrument was cut. The instrument was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal clevis hub. The cable segments that contain the crimps have fallen out of the clevis. The clevis did not exhibit excessive damage. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.